Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The patient presented with acute kidney injury and transaminitis with concern for right ventricular failure. The patient had been responding to diuresis but had a persistently elevated unconjugated bilirubin which was presumed to be caused by hemolysis. The patient's lactate dehydrogenase level was slightly elevated to 470 international units/liter (iu/l) on (B)(6) 2023 but dropped to 370 iu/l on 06nov2023. The patient's haptoglobin level was 60 milligrams/deciliter (mg/dl). A plasma hemoglobin lab test was pending. An echocardiogram (echo) was pending to ensure stability and rule out hemolysis. It was noted that the patient occasionally slept on battery power which was not recommended. The pump power and flow were stable. There were no unusual events in the event log file. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6). No further related events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including renal dysfunction, right heart failure, and hemolysis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that patients may develop right ventricular failure during or shortly after implant, and outlines indications of right heart failure as well as the recommended treatment options. Additionally, several sections of the IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.